Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated to tech that when he tilts the chair, the seat leans to the right.